Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2010, the patient was treated for abdominal aortic and iliac aneurysms with gore excluder aaa endoprostheses. After placement of the trunk, the distal aspect of the ipsilateral limb was infolded, and this resolved with ballooning. The contralateral leg and iliac extender were placed on the contralateral side without incident, and the final angiogram showed no endoleaks. Later that day, the patient underwent another procedure to address a dissection in the common iliac artery, just distal to the ipsilateral limb of the trunk. An iliac extender was added to the trunk, resolving the dissection. There were no other complications.